Event description:
It was reported on 03 february 2025 that on (B)(6) 2025 when the patient's mother was removing the epatch sensor - 2.5 and electrode - patch - universal 2 channel it was noted that the patient was experiencing raw and bumpy skin irritations. Additional information was received on 06 february 2025 that reported that the patient sought medical attention and was prescribed triamcinolone acetonide .25%. It was noted that the device was originally placed at the patient's doctor's office and that the patient had experienced skin sensitivities from bandage and brace. The patient's symptoms did improve after remove the device. The patient was also sent alternative electrodes to complete service.

Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel caused a severe skin irritation that required medical attention. The electrode - patch - universal 2 channel was not returned for device evaluation. He electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation, age extremes, pediatric patient. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.